Event description:
It was reported that on (B)(6) 2021, during a procedure the implant adjust wedding band came apart. There was a one (1) to two (2) minutes surgical delay. The procedure was completed successfully with additional implants. There were no patient consequences. The procedure outcome is unknown. This complaint involves one (1) device. This report is for (1) unk ¿ plates. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: additional product code: kwp; mni. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.